Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. It was alleged that the battery compartment was damaged and there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/07/2016 with the following findings: during investigation, no moisture was found in the battery compartment or under the display lens. The battery compartment was cracked from the threads to the case seal of the grip pad, and from above the grip pad to the threads. A leak test was performed and failed due to a leak in the battery compartment. The pump was opened to find no moisture damage. Unrelated to the original complaint, the audio bolus button cover was torn in the center but was still functional.